Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the microwave blew up on (B)(6) 2016 and she wasn't far from it when it happened and that is when she felt the surge/shocking. The patient had to use her patient programmer to decrease and then later in the evening the stimulation wasn't high enough and she was constantly increasing stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.